Event description:
Same as MFR# 2134265-2008-04463, 2134265-2008-04464. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 1.5x8mm apex flex monorail balloon catheter was advanced to the target lesion and was inflated to 30atms and burst. The balloon was successfully removed and then another 1.5x8mm apex flex monorail balloon catheter was advanced to the lesion. This balloon was inflated to 24atms and also burst. The balloon was successfully removed and then a 2.50x8mm taxus express2 drug eluting stent (des) was advanced to the target lesion but was unable to cross the lesion. The lad was dilated again with an unspecified balloon. While advancing the taxus express2 des a second time it was noticed that the stent struts were bent. The procedure was ended with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.